Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Once the investigation the unit is performed, a follow up report will be submitted.

Event description:
It was reported that rad-8 has speaker failure. Customer states speaker sound was distorted. Failure occurred when unit was powered up and immediately after power on self-test. No error codes reported. No patient involved.